Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mg/ml at 200.4 mg/day) via an implantable pump for intractable spasticity. It was reported that there was significant fluid build up at the patient's pocket site. There were no external factors that contributed to the event. On (B)(6) 2022 when the pocket was opened, it was evident that the pump segment of the catheter was cut. The healthcare provider removed the entire pump segment and 2 cm of the spinal segment and attached 31.2 cm of a new pump segment. The catheter was aspirated successfully. Additional information received from the company representative indicated that the seroma was drained to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.